Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the tip of a unasyn solution syringe broke off into the tubing while changing the syringes in between the doses of unasyn. The user reported he had been handling it gently. There was no patient harm.

Manufacturer narrative:
The customer's report that the tip of a syringe broke off in the tubing was confirmed per picture provided by the customer. It appears per picture received that the unasyn syringe broke off into the female luer of the extension set. The root cause of this failure was not identified.